Event description:
It was reported to philips that the allura device was not starting. The device was outside of clinical use. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event and there was no patient impact. A philips service engineer inspected the system onsite and confirmed that a fuse in the main cabinet was blown. After the service engineer replaced the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.